Manufacturer narrative:
Section a3, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had a patient complaining of halo and waxy vision with tecnis synergy simplicity intraocular lens (iol) and planned for an exchange. Additional information received stated that the original synergy dfr00v lens has been explanted and replaced with symfony dxw lens. The explanted lens is not available for return. No further information is available.